Event description:
It was reported that prior to a biopsy procedure, the device allegedly damaged due to heat. It was further reported that sterile barrier allegedly breached. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of ten for this event. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Eight electronic photos were provided and reviewed. First photo shows the product box received. All the other photos shows tear/ hole present in product packaging. This is evident for the reported failure. Based on the photo review, the investigation for the reported tear, rip or hole in device packaging can be confirmed. A definitive root cause for the alleged tear, rip or hole in device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 01/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of ten for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Eight electronic photos were received and reviewed. First photo shows the product box received. All the other photos shows that the monopty devices present within the product packaging and slight package unseal can be noted in all device packaging. This is evident for the unsealed device packaging and shipping damage or problem. Based on the photo review, the reported unsealed device packaging and shipping damage or problem can be confirmed. A definitive root cause for the alleged unsealed device packaging and shipping damage or problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly damaged due to heat. It was further reported that damage occurred in shipping or handling process. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of ten for this event. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Eight electronic photos were provided and reviewed. First photo shows the product box received. All the other photos shows tear/ hole present in product packaging. This is evident for the reported failure. Based on the photo review, the investigation for the reported tear, rip or hole in device packaging can be confirmed. A definitive root cause for the alleged tear, rip or hole in device packaging could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2024).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly damaged due to heat. There was no patient contact.